Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection a damaged rolling loop ground strap was found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where check all boards was found to be failing on the axis controller carriage (acc), replicating the reported event. Once testing was completed, the rolling loop fiber was further tested and verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a non recoverable error 319 on universal surgical manipulator (usm) 1. Prior to calling technical support, site had restarted the system, but issue persisted. Tse reviewed live logs and identified error 319 pointing to a node not present, node name axes controller carriage (acc) in armnet 1. Tse guided caller through hard power cycle and emergency power off (epo), including exercising the arm, but issue persisted. Tse explained caller that she can disable usm 1 and use the system as a 3 arm system. The customer agreed to do so, and they were proceeding with the surgery. The procedure was completed with no reported injury.